Event description:
Material no: unknown batch no: unknown it was reported that during use of the unspecified bd¿ tubes the customer states they are experiencing false positive results for anti-cyclic citrullinated peptide (anti-ccp) when using na heparin or li heparin ( pst) vacutainers the following information was provided by the initial reporter: customer states they are experiencing false positive results for anti-cyclic citrullinated peptide (anti-ccp) when using na heparin or li heparin ( pst) vacutainers. They are not seeing this when they run the tests on sst.

Manufacturer narrative:
Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: unknown, batch no: unknown. It was reported that during use of the unspecified bd¿ tubes the customer states they are experiencing false positive results for anti-cyclic citrullinated peptide (anti-ccp) when using na heparin or li heparin ( pst) vacutainers the following information was provided by the initial reporter: customer states they are experiencing false positive results for anti-cyclic citrullinated peptide (anti-ccp) when using na heparin or li heparin ( pst) vacutainers. They are not seeing this when they run the tests on sst.